Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on march 8, 2016 and noted the returned catheter condition of the ring #1 on the proximal side had polyurethane (pu) margin damage with a small piece missing and the pu peeling. Ring #1 was rough where the pu was missing. Since it was found that the electrode ring was rough, this issue has also been assessed as a reportable malfunction as it may cause damage to vascular endothelial linings during the withdrawal of the catheter and sheath. (B)(4). It was reported that a patient underwent an atrial flutter (afl) procedure with a smart touch bidirectional catheter. When the catheter was removed to go transseptal, an extra piece of foreign material that appeared clear like plastic or glue, was noticed below the tip of the catheter. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The 8.5 fr st. Jude sl1 sheath was used in this procedure. The catheter was replaced and the procedure continued. The procedure was completed with no patient consequence. The 8.5 fr st. Jude sl1 sheath was used in this procedure. Upon receipt, the catheter was visually inspected and the polyurethane (pu) margin of the proximal side of ring #1 was found damaged and with a small piece missing. Ring #1 was found rough at the area where the pu is missing. This condition coincides with the complaint reported and picture provided by the customer. The catheter outer diameters were measured and found within specifications. A scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax area exhibited evidence of scratches and pu separation induced by an unknown object. During manufacturing all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified; however based on the available analysis finding results, the failure mode does not appear to be caused by any internal biosense webster inc. Processes, since inspections are in place to prevent this type of damage/defect from leaving the facility.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a smart touch bidirectional catheter. When the catheter was removed to go transseptal, an extra piece of foreign material that appeared clear like plastic or glue, was noticed below the tip of the catheter. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The 8.5 fr st. Jude sl1 sheath was used in this procedure. The catheter was replaced and the procedure continued. The procedure was completed with no patient consequence. The 8.5 fr st. Jude sl1 sheath was used in this procedure. The foreign material on the usable length of the catheter was assessed as a reportable malfunction.